Manufacturer narrative:
Date of event was approximated to (B)(6) 2008, implant date, as no event date was reported. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implanting surgeon is dr. (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that a lynx system was implanted during an anterior vaginal repair with a non boston scientific device, mid urethral sling with a lynx product, cystoscopy, posterior vaginal repair, and perineorrhaphy with repair with a non boston scientific device procedures performed on february 5, 2008 to treat a patient with cystocele, rectocele and stress urinary incontinence. There were no complications during the implant procedure. The patient was taken out from under general anesthesia and returned to the recovery room in stable condition. As reported by the patient's attorney, the patient experienced an unspecified injury.